Event description:
A 5.4 fr central venous catheter was placed on 5/30/97 and attached to a medi-tech r-port. On 1/19/99, pt developed pain and swelling at site. A dye study showed a hole in the catheter. Pt discontinued use of port. On 2/16/99, upon revision of port, a fracture was noted of the port catheter adjacent to hub. The fragment was found and retrieved from the main/left pulmonary artery extending partially into the right ventricle.